Event description:
Just prior to prime, the perfusionist smelled smoke coming for the mps console. The unit was not used (another unit was used and the case was completed without further incident). Quest field service travelled to the account. Product code is 5001000.